Manufacturer narrative:
The complaint device was not returned for evaluation. However, this type of failure has been typically observed with excess torque and off angle insertion. At this time, from the description provided, a definitive root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the pin in the customer's acl disposable kit broke off into the patient during an acl procedure. The pin was removed and the case was completed with another kit. There were no patient consequences or delays. The device was discarded and not available for return. The sales rep was not present during the case and could not provide any more details.

Manufacturer narrative:
The complaint device was not returned for evaluation. From the complaint description, it was mentioned that the patient pivoted the knee during the procedure which may have contributed for the device break, since the device was not returned a definitive root cause cannot be determined. However, this type of failure has been typically observed with excess torque and off angle insertion. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the pin in the customer's acl disposable kit broke off into the patient during an acl procedure. The pin was removed and the case was completed with another kit. There were no patient consequences or delays. The device was discarded and not available for return. The sales rep was not present during the case and could not provide any more details. Talked to scott browning on 7/28/2017 can you please clarify why the femoral guide was sent in for (B)(4) instead of the disposable kit? The complaint was initially thought to be against the disposable kit but it is actually against the femoral guide. Can you briefly explain what happened with the guide? The problem of miscommunication is because I was out of office for sometime because of my own surgery and the initial information pointed to the disposable kit as the complaint product. When I came back and talked to the doctor, I was able to get more information on what happened. When the guide was used to insert the drill pin and then drill, the knee of the patient was pivoted a little. This caused the drill pin to break off, the pin was removed but the tip of the drill pin was in the patient's knee. The knee was opened up to remove the pin and it was prolonged the surgery. The patient is fine now and the doctor wants the official report sent to him. For more information, please email or call (B)(6). Talked to (B)(6) on 8/15/2017. How long was the surgical delay? About 20 mins. Was there any patient impact? Yes, there was soft tissue damage to the patient with no additional treatment required. What caused the failure or device break? Patient is a young person with hard bone. During the acl procedure when the femoral guide was inserted into the patient's knees and the drill pin also inserted, the patient pivoted his/her knees caused the drill pin to break. Was soft tissue damage related to the device? Yes. When was the issue detected pre-operatively or intra-operatively? Intra-operatively. If intra-operatively, what was the impact to the procedure? None. How was the issue detected? Device broken intra-operatively. Did delay result in adverse event? Soft tissue damage. How long was delay? 20 mins. When did the breakage occur? Did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. If breakage occurred near surgical site, how were fragments retrieved? By opening the knee (wounds extension). How was the procedure completed? Using similar like device. Were alternatives readily available? Yes. Were there any procedural or patient anatomy factors which may have contributed to the breakage? Young patient with hard bone. Is surgical intervention planned? Yes. Did portion of the device remain in the patient? No. Any patient impact? Soft tissue damage and surgical delay of 20 mins.